Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 6940, lead, implanted: (B)(6) 2001. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. The analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). There were 1390 ventricular sensing integrity counter (sic) since last session 8 days ago. The analysis of the device memory also indicated the criteria for the right ventricular lead integrity alert were met. Lead failure predictor triggered (B)(6) 2015 for lead impedance and ventricular sensing integrity counters. Additionally, it was indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Right ventricular pace impedance was steady at approximately 700 ohms through (B)(6) 2015 then rises out of range starting (B)(6) 2015. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had an alert for high impedance. Additionally, the lead had noise and a suspected loose pin in the device. The device and rv lead were replaced. No patient complications have been reported as a result of this event.